Event description:
Patient had a tunneled hickman catheter placed approximately one month ago. She had 1 of the ports develop a leak because of user error by forced injection against the closed clamp. Therefore the catheter became damaged. We were consulted for replacement of the catheter and the catheter was replaced.what was the original intended procedure?replacement of damaged hickman catheter with hole in port.device #1is this a laboratory device or laboratory test?no.